Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy, which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and treated with three unspecified antibiotics (dose, route and frequency not reported). The patient was discharged seven days after hospitalization and was reported to have recovered from the peritonitis. Dianeal therapy was reported to be ongoing. Additional information was requested but is not available.